Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has no hearing perception anymore with his right implant. The pt was involved in an accident in which he hit head on the floor.